Event description:
It was reported by the customer that a bd pyxis¿ es server user was unable to pull medication on the station. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that user was unable to medications from the station. The technical support specialist (tss) found that all devices were in critical override. It was confirmed that messages were actively crossing the interface and were current. However, a purge process was interfering with the system¿s ability to accurately reflect message status, leading to inconsistencies in message reporting. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user was unable to pull medication on the station. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.